Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, the clinical subject experienced deep scar formation due to a right knee fall approximately 1 month post right jrny ii cr tka. Per the crf, the onset of swelling (ae#1) was (B)(6) 2018 and deep scar formation (ae#2) onset was (B)(6) 2018 with resolution of both as of (B)(6) 2019. Reportedly, a synovectomy was performed and ¿the situation is considered resolved¿ without further interventions. No further clinically relevant documentation was provided for inclusion in the medical investigation. Based on the information provided, the relationship to the fall could not be definitively concluded and the reported fall could not be ruled out as a contributing factor to the reported event. However, the information provided does not support a mal-performance of the right tka components. The patient impact beyond the reported fall, symptoms, and subsequent synovectomy could not be determined. No further medical assessment could be rendered at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed by implanting a journey ii system, the clinical subject experienced deep scar formation due to a fall. The event was treated via procedure: synovectomy. The situation is considered resolved.